Event description:
In 2008 - rep alleged that the rh intermediate siderail will not latch. No injuries reported at this time. The following month - sum - rep stated that the latch and latch pin were slightly worn from use. Rep stated that he replaced the siderail latch and latch pin to repair the siderail.